Event description:
Case description: investigation result: product: novofine autocover 30g 100 needles. No investigation was possible, because neither sample nor batch number was available. Product: levemir flextouch. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated to the case. -investigation result updated. -manufacturer comment updated. -narrative updated accordingly. Manufacturer's comment/company comment: 15-oct-2018: as the device novofine autocover 30g 100 needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed.this single case report is not considered to change the current knowledge of the safety profile of levemir. H3 continued: evaluation summary. Investigation result: product: novofine autocover 30g 100 needles. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim: high blood sugars of 400mg/dl and 500mg/dl (blood glucose increased); she did not receive all of her insulin due to the autocover blocking her view (needle issue); she did not receive all of her insulin due to the autocover blocking her view (incorrect dose administered by device); not waiting for the red indicator to appear on needle (device use error). Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugars of 400mg/dl and 500mg/dl" beginning on (B)(6) 2018, "she did not receive all of her insulin due to the autocover blocking her view" with an unspecified onset date, "she did not receive all of her insulin due to the autocover blocking her view" with an unspecified onset date, "not waiting for the red indicator to appear on needle" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novofine 8mm (30g) autocover (needle) from (B)(6) 2018 due to "type 2 diabetes mellitus", , levemir flextouch (insulin detemir) from unknown start date and ongoing due to "type 2 diabetes mellitus" (dose and frequency 15 u, qd (at night) ), , a non-novo nordisk suspect product humalog (insulin lispro) from unknown start date for unknown indication (dose and frequency with sliding scale). The patient's height, weight and body mass index were not reported. Medical history included type 2 diabetes mellitus (duration not reported). On (B)(6) 2018, the patient started using novofine autocover needle. The patient reported not waiting for the red indicator to appear on the needle when using them. The patient reported that she could not see if the insulin went in correctly either time on (B)(6) 2018, with her dose of humalog and her night time dose of levemir 15 units. On the night of (B)(6) 2018, the patient had high blood sugar of 400 mg/dl. On (B)(6) 2018, the patient's blood sugar was 500 mg/dl in the morning. The patient reported that her blood sugars were so high because she did not receive all of her insulin due to the autocover blocking her view. Action taken to novofine 8mm (30g) autocover was not reported. Action taken to levemir flextouch was not reported. Action taken to humalog was not reported. The outcome for the event "high blood sugars of 400mg/dl and 500mg/dl" was not recovered. The outcome for the event "she did not receive all of her insulin due to the autocover blocking her view" was not reported. The outcome for the event "not waiting for the red indicator to appear on needle" was not reported. Batch number of novofine autocover and levemir flextouch has been requested. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of levemir. Reporter comment: the patient directly reported that the high blood sugars of 400 at night and 500 in the morning was related to the use of the autocover.